Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high threshold measurements. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high threshold measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The helix is extended with dried body fluid and tissue in the helix housing, which is normal and expected. Testing was completed to assess lead electrical performance and found that the lead is not electrically continuous. Microscopic inspections of the electrode tip confirm that the helix is detached from the coupler. Additional analysis of the coupler found evidence of corrosion which resulted in a weld failure between the helix and the coupler. The corrosion on the lead was determined to be caused by an anomaly in an oxide layer within a custom integrated circuit component of the connected pacemaker device. This anomaly caused the pacemaker device to place a continuous voltage on the lead. The continuous voltage on the lead caused the observed corrosion and subsequent lead break resulting in the reported clinical observations.